Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to retract or extend the helix of the lead. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. It was also noted that the proximal and distal conductors became extrinsically distorted due to pulling/stretching/overstress, the inner insulation was extrinsically breached due to pulling/stretching/overstress and was distorted due to kinking/buckling, visual summary analysis of the lead indicated stretching and damage at implant. Also, analysis comments noted that the lead was returned stretched, with buckling of the inner insulation. Noting that a stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin and therefore the helix cannot be extended/ retracted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.